Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an infusor pump which "alarms when infusion is started" was confirmed and duplicated during product evaluation by baxter personnel. This condition was caused by the pump's motor being separated from the gearbox. Due to customer denial of the cost of repair estimate, no repairs were made to this pump and it was returned un-repaired to the customer. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported an infusor pump which "alarms when infusion is started". According to the facility, it is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.